Manufacturer narrative:
Batch review performed on 23-sep-2020: lot 1907941: (B)(4) items manufactured and released on 11-nov-2019. Expiration date: 27-oct-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: gmk-sphere 02.12.0310fr tibial insert fixed sphere flex size 3/10 mm r (k121416) lot. 1905123. Batch review performed on 23-sep-2020: lot 1905123: (B)(4) items manufactured and released on 11-jul-2019. Expiration date: 29-jun-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection 3 months after the primary surgery, the pathogen is unknown. The surgeon revised the liner and femoral component and the surgery was completed successfully.